Manufacturer narrative:
On (B)(6) 2016, an fse was dispatched to the customer site to address the reported event. The fse downgraded the software version from 2.02 to version 1.64 due to the sorter not reading the cups correctly. The fse also checked the alignments for the cup and tray ready. The aia-2000 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to the 2.02 software. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported sorter cup reading error messages on the aia-2000 analyzer. The customer reports the instrument is not reading the cups correctly and sometimes showing ghost cups when there is none. The customer is unable to run pth and lh2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth and lh2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.